Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).